Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during functional testing, the device's output time of sync r wave was incorrect. Complainant did not indicate that there was any patient involvement in the reported malfunction.

Manufacturer narrative:
The device was not returned to zoll medical corporation. Instead, a picture of the strip chart was provided. The customer's report was observed and attributed to the printer speed setting on the device. The customer was informed and reconfigured the printer settings to resolve the report. Analysis of reports of this type has not identified an increase in trend.